Event description:
It was reported to philips the device displays a red x in the ready for use (rfu) indicator and chirps. The status log shows a therapy knob failure. The issue is intermittent. There was no reported patient or user involvement and no adverse patient/user impact.